Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coils 400 (pc400¿s). During the procedure, while deploying a pc400 in the target vessel, the lantern delivery microcatheter (lantern) kicked out of the aneurysm; therefore, the physician removed the pc400 in order to reposition the lantern. While attempting to reinsert the pc400 into the lantern, the physician experienced resistance around the proximal end of the lantern and subsequently, the pc400 unintentionally detached in the lantern. Therefore, the physician removed the lantern containing the detached coil, removed the coil out and reinserted the lantern into the patient's body. The procedure was completed using additional pc400¿s and the same lantern. There was no report of an adverse effect to the patient.